Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors, or handling of the device. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection sections ¿3.2 preparation and inspection of the endoscope¿ as below. [Inspection of the endoscope] 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to a pinhole in the bending section cover. The device evaluation found the image guide connecting tube coating was peeling (1mm squared or more). Additional findings include the following: the adhesive on the bending section cover had a chip, the eyepiece had a scratch, the diopter ring had a scratch, the control unit had a scratch, the grip had a scratch, the venting connector under grip was shaved, the angulation lever had a scratch, the up / down plate had a scratch, the image had a stain due to damage to the image guide bundle, the connecting tube had a dent, and the connecting tube had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had leakage. Inspection and testing of the returned device found the following reportable malfunction: the image guide connecting tube coating was peeling (1mm squared or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.